Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the lighting system and confirmed that the spring arm had fully detached from the ceiling mount. The technician identified the root cause of the reported event to be a missing washer in the assembly that secures the light's spring arm to the ceiling mount. As the washer was missing, this allowed for the spring arm to detach from the ceiling mount resulting in the reported event. The technician installed a new spring arm, tested the unit, confirmed the lighting system to be operating properly and returned it to service. Steris has re-trained the third-party service provider on proper installation of the hexalux lighting system. No additional issues have been reported.

Event description:
The user facility reported that a spring arm on their hexalux lighting system was bumped by a mobile x-ray machine and subsequently detached and came into contact with a patient. No report of injury.